Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the rear therapy electrodes to the distribution node (dn) was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt cables were damaged.